Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The flow sensors were replaced, resolving the reported complaint.

Event description:
The hospital reported that, during a case, the unit alarmed and the bellows was not functional. There was no reported patient injury.